Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Customer was advised to use manual injections as a backup therapy and technical support arranged for pump replacement, instructing the customer on updated software and necessary actions for returning the pump.